Manufacturer narrative:
A ge service rep performed an onsite investigation. The power cord connector was tightened. The fuses and batteries were replaced. The hard drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the complaint.